Event description:
It was reported that implantable neurostimulator (ins) was explanted due to infection. The organism of infection was unknown. It was also reported that the extension had migrated through the incision and there was wound dehiscence. It was noted that the patient had recovered without sequela. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754 lot# serial# (B)(4); product type recharger product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 3777-75 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3487a-56 lot# v829963, implanted: 2013 (B)(6); product type lead product ID 3888-56 lot# v597863, implanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The company representative saw the patient on (B)(6) 2015 with the physician. They were not aware of any leads sticking out of the patient's neck.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) found no anomalies. Analysis of the extension (serial #(B)(4)) found that it was segmented or cut through. Analysis of the extension (serial (B)(4)) found that it was segmented or cut through.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one of the lead wires was sticking out after the device was moved so they had to take the whole system out and put a whole new system in. They were concerned about infection and that is why they removed the whole system and it was replaced completely with the system the patient had now.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed the extensions were pushing through the incision. It was reported that cultures were taken but were negative for any infection and that the patient was treated with antibiotics. It was noted that the patient desired to have the device re-implanted but was unable to at this time as they could not take time off from work for the procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.